Manufacturer narrative:
One refurbished vulcan rf generator was received. Complaint of ground pad errors were confirmed. Product failed functional testing with nem circuit error. Nem circuit tp3 on rf pcb pn: 1180215 is out of spec with 9.64 volt reading causing error alarm. Spec is 9.8 to 10.2 volts. The rf board was recalibrated including the nem circuit and unit passed functional testing.

Event description:
It was reported that the vulcan generator displayed an error message. No injuries or complications were reported as a result.